Event description:
The patient contacted lifescan and reported that their one touch ultra meter kept giving the error 2 message. There is no allegation of harm or serious injury. During troubleshooting, it was verified that this was not a new product. The patient was asked to describe his testing technique and it was corect and the condition of the test strips was also good. They were asked to retest, but the error 2 message still appeared. They were then asked to repeat with a new vial of test strips, but the issue persisted and was not resolved. The patient did not receive any medical attention or treatment. Based on the information provided, there is an indication that the product has malfunctioned and that it meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction.